Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were during testing. No unexpected black dot anomalies noted. No unexpected beeping during testing. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and there was a black dot on the display. The caller also reported that the device was beeping. Caller reported that the insulin pump had recently fallen, but did not hit the ground. Blood glucose level at the time of the incident was 130 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.